Event description:
On 04/03/2025, a sales representative reported via (B)(4) that an ar-s7405-018-330 ball tip probe shaft broke. This occurred during use the device broke in the patient. It took about 5 minutes to take it out of the patient. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.